Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no reported impact to the customer¿s blood glucose level, though the caller declined to answer whether their level exceeded 500 mg/dl. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to report any recurring issues.